Manufacturer narrative:
This record was converted. For additional information about the analysis, please see sap. Motor error alarm during rewind and e70 alarm noted in history due to corroded motor home switch. A.m. (B)(6) 2009. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor position encoder error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.